Event description:
The fast-cath hemostasis introducer became detached at the side tubing. The patient reported liquid flowing in and on their neck right away. The fast-cath hemostasis introducer was removed. The patient specific information of patient identifier, age, or birthdate, weight and gender could not be collected due to rgdp -local regulation in (B)(6).

Manufacturer narrative:
The fast-cath hemostasis introducer became detached at the side tubing. The patient reported liquid flowing in and on their neck right away. The fast-cath hemostasis introducer was removed without any interventions. Another fast-cath hemostasis catheter was used. Patient identifiers could not be collected due to (B)(6) local regulation.

Event description:
The fast-cath hemostasis introducer became detached at the side tubing. The patient reported liquid flowing in and on their neck right away. The fast-cath hemostasis introducer was removed without any interventions. Another fast-cath hemostasis catheter was used. Patient identifiers could not be collected due to (B)(6) local regulation.

Manufacturer narrative:
The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body and was not returned. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. Based on the received condition of the device and the information provided, the cause of the sideport tubing detachment remains unknown. The fast cath introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The fast cath introducer sheath instructions for use (IFU) cautions that the user should not attempt to insert a catheter having a distal tip or body larger than the introducer size indicted.